Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is due to contralateral pain.

Event description:
Patient reported left side surgery for contralateral side in which "physician removed both implants, ¿treat the implants¿ and put the same implants back." The device remains implanted.